Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat genuine stress urinary incontinence and a cystocele. The patient underwent the concurrent procedure of anterior repair during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary tract infection, and constant bladder leakage.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary urgency.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. Post implantation the patient experienced pain, infection and urinary problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.